Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused two heart stents and had a heart attack 4 years ago. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for further investigation. Secondary findings: no errors were found in the unit' s device logs. Care orchestrator data was unavailable. The dust/dirt contamination found at the air inlet, on the motor casing/ impellers, bottom panel, back of lcd panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots consistent with water ingress were found on the motor casing . Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed in ER .pil is unable to address the symptoms described. Pil can confirm that there was no evidence of sound abatement foam degradation/ breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. Pil can confirm water ingress into the blower box. In the previous report section h4 captured incorrectly, hence corrected as such. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b4 was wrongly mentioned in previous follow up report (MDR 2518422-2021-05220-1) ,the correct date of b4 is 07/04/2023. Section h6 investigation findings was missed to capture in previous MDR, now it is corrected and updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have bronchitis and a heart attack. The patient did receive medical intervention in having two heart stents placed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).